Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water cylinder, in the air/water channel, in the jet tube, and a clogged jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign objects in the air/water cylinder, in the air/water channel, and in the jet tube of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the jet tube in the control unit is clogged due to foreign objects in the jet tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.